Event description:
Report rec'd from customer service indicates that the rn reported that the pt rc experienced 2 leaky red adapters. 5/31/00: clinic was called, however rn was not in. Message requesting a call back to confirm details. 5/31/00: clinic was called verified the complaint detail with the capd nurse. According to her, the pt came in to center on 4/24/00 because pt's dresing was wet and extension set appeared to be leaking. The nurse said that the leak appeared to be the tubing to safelock connector (where tubing bonds with connector). Nurse could not identify a hole, cut, or defect as the sourace of leak. The lot number was not known and the suspect sample was discarded by the nurse. The convertible adapter was replaced with a new adapter. The suspect adapter had been in use for approximately one month before the leak was reported. The pt experienced no adverse effects as a result of the reported leak and was treated prophylactically with vancomycin 2gm intraperitoneal times 1 dose. MDR filed due to medical intervention required.